Event description:
The following was reported by the attorney for the pt: (B)(6) 2007: the pt underwent repair of a ventral hernia with ventralex hernia patch mesh. On (B)(6) 2008: the pt underwent additional surgery to repair the hernia defect and excision of ventralex mesh. The attorney alleges the pt has suffered physical pain, harm and was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the ventralex mesh ring failed, however, no sample was returned for evaluation and medical records have not been provided. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.